Event description:
General report of an undocumented number of undocumented incidences of loss of IV access due to the syringe sticking when flushing. The customer reported that on the med/surg and oncology floors the clinicians encountered too much pressure while flushing IV accesses in frail veins. The reporter stated that there were an unk number (quantified as "a lot") of undocumented incidences of blown veins when using the syringes to flush. In all incidences of blown veins, an alternate IV access could be started, and no pt harm was reported. The nurses report that in order to use the syringe they have to first expel some of the saline out of it. Additional pt info was requested, but no further info was available.